Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of high capture threshold and high pacing lead impedance were not confirmed.

Event description:
During the implant procedure, there was high pacing lead impedance and high capture threshold noted on the left ventricular lead. The lead was replaced and the patient was stable with no consequences.